Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient's knee implants were removed for infection.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-339; lot# a74l. Tri rm/ll tib aug sz4 10mm; cat# 5546-a-402; lot# mc6v48e. Tri ts baseplate size 4; cat# 5521-b-400; lot# gvhn. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m8e11h. Triathlon ps fem component, cemented; cat# 5515-f-402; lot# jbmzd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient's knee implants were removed for infection.